Manufacturer narrative:
On 4/24/2014 a medtronic field service engineer visited the site and tested the system. He was not able to reproduce a 3d spin stopping mid spin with the stealth connected. Completed 5 spins with no issue. Unable to replicate reported event. System performed properly. A software investigation was completed by analyzing system log file data. This issue will be documented in a software anomaly test track database for trending and monitoring. No parts were replaced or returned. (B)(4).

Event description:
A medtronic representative reported that the site could not complete their post-op o-arm spin for a spine procedure. Radiologic technologist reported about half the spin was completed and then stopped. A 'navigation communication error' was displayed on the mvs (mobile viewing station). Stealthstation navigation system was connected to the system and displayed that the o-arm was connected even after the error. O-arm use was discontinued. Case was completed successfully. No patient harm occurred. Test spin with the stealthstation was completed successfully after the case without any issues.